Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 415 mg/dl. Customer treated their high blood glucose with the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error once in a 30 day period. Customer received motor error alarm during basal delivery. Customer performed and passed the displacement test and self-test. Customer was advised to change out their entire set, monitor their high blood glucose, monitor the insulin pump and call back if issues persist.